Event description:
The user reported that during the diagnostic portion of a percutaneous coronary intervention procedure, the guide wire kinked 4 cm from the distal tip. The core wire was exposed but retracted once the wire was wiped down after removal from the patient. The device was exchanged. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used device was received for evaluation. The user did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found one similar complaint for this lot number. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.